Manufacturer narrative:
Ous MDR - the pacemaker underwent a visual inspection, during which scratches were found on the front and back side of the pacemaker. A marked imprint was noted on the pacemaker housing. The damage was probably caused by a tool during the explantation. The electrical incoming goods inspection confirmed the complaint. An interrogation of the pacemaker was not successful. The pacemaker paced in a safe pacing mode. During a phone consultation with the field representative, it was communicated that several reset attempts were made with the help of the technical hotline of biotronik. Also, the safe program was transmitted during the follow-up. The memory content of the pacemaker was read out after the reset attempts by biotronik. It was noted that there were damaged data in the memory contents, which had lead to the interrogation problems. During the analysis, a reset was performed with the help of a production programmer. After that, the interrogation of the pacemaker was successful. Next, the pacemaker underwent a temperature stress test. No new interrogation difficulties were observed even with strong temperature vacillations. This indicates that there was no hardware error of the pacemaker. The quality and manufacturing documents of the pacemaker were analyzed. No deviations from the specifications could be detected during manufacturing. The interrogation during the final test at biotronik was successful. In summary, it can be noted that the memory contents of the pacemaker were damaged. The pacing and sensing function of the pacemaker was still guaranteed. External influence cannot be ruled out as a cause for the damaged memory banks.

Event description:
Ous MDR - after an implantation time of about 6 years, it was reported that the pacemaker could not be interrogated. Therefore, it was explanted. The date of implant was not provided.